Event description:
The patient was revised on the right hip due to non union of the femur post periprosthetic fracture. Grip and cables, stem and ball were removed and the patient was converted to a gmrs system. The previous revision was believed to have a competitor hip construct and therefore was not reported when the periprosthetic fracture was addressed. A new pi was entered to reflect the periprosthetic fracture repair.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown dall miles cables. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.